Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer also reported that they tried pushing the insulin through but the insulin did not come out. The customer's blood glucose was below 30 mg/dl at the time of incident. The customer's blood glucose was 150 mg/dl at the time of call. The customer stated that her blood glucose started get high as 425 mg/dl and had 581 mg/dl blood glucose as well. The customer stated that she treated the low blood glucose with juice, food and glucose tablets. The customer stated that she treated her high blood glucose by changing the infusion set and gave bolus. The customer performed displacement test and the insulin pump passed. The customer stated the insulin pump was not dropped nor exposed to high magnetic fields. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.